Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: the (B)(6) 2004: the patient underwent surgery for implant of an unspecified bard/davol ventralex. As reported, the patient is making a claim for an adverse patient outcome against the bard ventralex. As reported, the attorney alleges general allegations against the bard ventralex for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the 510k number. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2004: the patient underwent surgery for implant of an unspecified bard/davol ventralex. As reported, the patient is making a claim for an adverse patient outcome against the bard ventralex. As reported, the attorney alleges general allegations against the bard ventralex for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2004 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex patch (device 1). Per operative notes, ¿the hernia was noted in infraumbilical. A small ventralex patch (device 1) was placed inside the defect and spread below the fascia approximated using sutures.¿ (B)(6) 2007 - patient underwent removal of three prominent suture knots. (B)(6) 2017 - patient was diagnosed with recurrent ventral hernia thereby underwent robotic assisted repair with the removal of patch (device 1) and implant of ventralight st using echo ps (device 2). Per operative notes, ¿omental adhesions to the previously placed mesh (device 1) and small bowel were taken down. The previously placed mesh (device 1) was fully excised. The recurrent hernia in superior aspect of mesh was noted and a ventralight st using echo ps (device 2) was placed to defect using sutures.¿